Event description:
A medtronic representative reported that during an anterior skull base cranial procedure, the surgeon felt inaccurate. The surgeon stated that he felt 3-5mm inaccurate while using the microscope. He felt accurate until the end of the procedure when they were in the tumor. The surgeon was able to complete the surgery successfully with the use of navigation and stated there was no impact to the patient.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.